Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported over infusion which was not reproduced during evaluation. The device was tested at the reported infusion rate of 12.5 ml/hr and yielded passing results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (dose and programmed amount unknown). The device was programmed to deliver piperacillin and tazobactam at a rate of 125ml/hr, but was dripping too fast and completed within 5 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.